Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with bradycardia. It was also reported that the device was not capturing and was potentially at end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.